Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was during a cardiac study, when the table pallet moved in toward the gantry, the catcher rose higher than the table, causing the pallet to move in below the catcher. There was no report of patient harm.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
This emdr report was submitted with an incorrect registration number. Please refer to emdr 3015777306-2022-00007.